Manufacturer narrative:
(B)(4). The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. Method: the complaint opt312 cannula was not returned to the fisher & paykel healthcare (f&p) regional office. Our investigation is therefore based on the information and photographs provided by the distributor. Results: the photographs provided showed a leak at the base of the tube at the swivel grip joint. Conclusion: the damage to the tube was most likely due to being inadvertently pulled. All optiflow junior cannulae are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are currently taken hourly from each run and pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint. If there are any failures the entire batch is put aside for further investigation. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: do not stretch or crush tube. Ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. Appropriate monitoring must be used at all times.

Event description:
A distributor in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that they found a leak in the spiral tubing of an opt312 optiflow junior nasal cannula when taken out of the box. There was no patient involvement.